Event description:
It was reported that the patient was seeing a health care provider (hcp) for pre-operative consult to possibly extend her fusion. The patient had been stream fishing in (B)(6) and slipped and it was reported her pump ¿jumped out of the pocket¿. The patient saw her managing hcp afterwards and it was reported the pocket was ¿filling up¿. The patient thought the nurse took the medication out of her pump and replaced it with saline. The pump however was interrogated with a physician programmer and still showed medication in the pump being delivered at minimum rate. The patient was being referred back to a different hcp for management and a possible dye study. Patient symptoms included pain located in the back. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen, morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10832r15, implanted: (B)(6) 2001, product type: catheter. (B)(4).